Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer thought the pump was not delivering the correct amount of insulin once the cartridge reached a level of 20-30 units. The customer's blood glucose level was elevated when this occurred. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.